Event description:
It was reported that an asymptomatic patient presented for follow-up. Upon interrogation, the pulse generator exhibited noise on the ventricular pace sense vector. All other electrical parameters were normal. The patient would be monitored. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.